Manufacturer narrative:
Device evaluation of battery sn (B)(4) was completed. Per the battery supplier, the battery connector was contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) is underway. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery.